Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer.device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Turlough o¿donnell ,michael j. Neil(2010). The repicci ii1 unicondylar knee arthroplasty. Clin orthop relat res, 468, 3094-3102. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported in the journal article, "the repicci ii unicondylar knee arthroplasty 9-year survivorship and function" that the patient underwent a knee procedure on an unknown date between july 1999 and september 2000 on an unknown side. Subsequently,one patient revision due to disease progression to lateral and patellofemoral compartments 3.7 years after initial implantation